Event description:
Medtronic received information from a journal article regarding 17 explants of models of this aortic root bioprosthesis over a six-year period from a retrospective study of 279 patients. The article¿s focus was on histopathological findings of 16 of the explanted valves, and also included clinical findings. One valve was excluded from post-explant examination, as it was removed secondary to endocarditis in the patient¿s mitral valve five days after implant of the aortic root bioprosthesis. Nine of the 16 cases were analyzed from a previous journal article. The average age at explant of the study population was 55 years (range of 26-79 years), and the majority of the patients were males (11). The article did not report the size of the devices. The reported reasons for explant were infective endocarditis (6), aortic insufficiency (6), and aortic stenosis (4), although the article contents also noted additional explant details or issues. Post-explant observations included calcification (11), pannus (15), thrombus (12), cuspal tears (9), and needle tract-like injuries (10). 15 of the 16 valves showed a chronic inflammatory reaction involving the xenograft arterial wall. There also was damage to the device wall in 15 cases, and cusp myocardial shelf damage in seven cases. The article¿s conclusion noted that a chronic inflammatory cell infiltrate was seen around the porcine aorta in all the explants, suggesting cellular reaction and rejection, and/or humoral rejection. The article did not report what type of devices were implanted as replacements or the outcome of the reoperations.

Manufacturer narrative:
Based on the content of the article, there was no information as to which devices were associated with the adverse events and no suggested malfunction of the devices. A device history records review could not be performed as the serial numbers were not provided. Based on the limited information received, a root cause of the adverse events cannot be determined.

Manufacturer narrative:
To date, the author contact has not provided additional information regarding the devices and patient outcomes. Without device-identifying information, a search of medtronic¿s database could not be conducted to determine if any of the individual complaints had previously been reported or if the explanted devices had been returned for analysis. A search of medtronic¿s database did not show a complaint record for the previously published article with nine of the 16 cases, which are included in this report. Patient, device and manufacturer codes are included in an attachment to this report. Characterizing the inflammatory reaction in explanted medtronic freestyle stentless porcine aortic bioprosthesis over a 6-year period authors: vidhya nair, kelsey b. Law, alice y. Li, katharine r.b. Phillips, tirone e. David, jagdish butany cardiovascular pathology volume 21, issue 3, may¿june 2012, pages 158¿168 doi:10.1016/j.carpath.2011.05.003.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.